Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va081ha, mplanted: 2013-(B)(6), product type lead, product ID 3037, serial# (B)(4), implanted: 2013-(B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported the device had not worked for the patient since implant and they have had ¿numerous¿ infections as well. The device was ¿useless¿ and the patient never had therapeutic effect. The patient was inquiring if it could be removed. Additional information has been requested, a follow up report will be sent if additional information is received.